Event description:
The hip implant placed five years ago corroded. The apex arc stem size one by omnilife science was used. The patient began experiencing hip pain and it was discovered that there was a fluid pocket in the hip. Fluid aspiration and examination revealed no infection, but was positive for a large amount of cobalt indicating erosion of the implant. The patient was taken back to surgery for hip implant replacement surgery. This surgery was complicated by an peritrochanteric fracture. The patient remained hospitalized for three days and was discharged without further incident to home and outpatient physical therapy.